Event description:
During placement of a PICC line, when attempting to redirect the catheter, the catheter fractured, leaving approximately 9cm piece of the PICC line retained in the patient. Appropriate action was taken immediately to prevent migration and removed the fractured piece of line.